Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps were to used during a gastroscopy procedure to diagnosis celiac disease. According to the complainant, the nurse tested the forceps before use and they worked fine. During the procedure, a biopsy was taken and the device was removed from the scope to obtain the biopsy. The device was advanced back down the scope into the duodenum to perform a second biopsy. The second biopsy was taken, however, the nurse was unable to withdraw the device from the scope. The scope and device were removed from the patient together and the forceps were cut in order to remove the device from the scope. There was no damage noted to the scope, however, the clevis of the device was bent. The biopsy was successfully removed from the jaws and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps were to used during a gastroscopy procedure to diagnosis celiac disease. According to the complainant, the nurse tested the forceps before use and they worked fine. During the procedure, a biopsy was taken and the device was removed from the scope to obtain the biopsy. The device was advanced back down the scope into the duodenum to perform a second biopsy. The second biopsy was taken, however, the nurse was unable to withdraw the device from the scope. The scope and device were removed from the patient together and the forceps were cut in order to remove the device from the scope. There was no damage noted to the scope, however, the clevis of the device was bent. The biopsy was successfully removed from the jaws and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
During evaluation of the device it was noted that the device was received with it's original packaging. This provided the correct upn which matched up with the reported lot number. A visual examination of the returned device found the catheter was cut and the clevis arms bent. The device could not be functionally tested due to the present condition. Though the clevis itself was not bent, the condition of the returned incident device was consistent with the complaint, due to the bent clevis arms. Additionally, the bent clevis arms could interfere with device withdrawal from the scope. The most probable root cause is operational context since excessive force was applied to the device due of anatomical or procedural factors limiting the device performance. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4), (clevis). (B)(4) relates to (B)(4) for the reported event of clevis bent. The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.